Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex was returned for analysis. The pipeline was found within the microcatheter. The pipeline braid was observed to be partially deployed out of the catheter tip for 1.0cm. The rhv was removed from the catheter hub with no issues. For further examination, the pipeline flex pushwire was pushed out and the pipeline braid was deployed out of the microcatheter with no issues. The pipeline braid was observed to be fully open, with the distal end having severe fraying and the proximal end having no damages. The catheter was found to have accordion damage. No other anomalies were observed. All products are 100% inspected for damage and irregularities during manufacture. Based on the analysis findings and the reported event details, the customer¿s report of ¿failure/incomplete open distal (flex)¿ issue was not confirmed. We are unable to definitively determine the cause for the reported experience. However, it is possible that the damaged braid and the patient¿s moderate vessel tortuosity may have contributed to the reported issue. This device was used to off label to treat a laceration located within the petrous segment of the right internal carotid artery (ica). Per our instructions for use (IFU): ¿the pipeline flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Furthermore, pipeline flex device is contraindicated for patients who have not received dual antiplatelet agents prior to the procedure.

Manufacturer narrative:
The devices have been returned for evaluation. Device analysis is anticipated; a supplemental will be submitted upon completion. Mdrs related to this report: 2029214-2017-00030, 2029214-2017-00031, 2029214-2017-00032.

Event description:
Medtronic received information that during an emergent treatment of a laceration located within the petrous segment of the right internal carotid artery (ica) , two pipeline devices did not open distally. It was reported that both pipelines demonstrated "twists" at the distal end and all necessary steps to alleviate the twists were made. The first pipeline (ped-500-14) attempted was resheathed less than or equal to 2 times. The projection confirmed "twists" and the pipeline was removed from the patient together with the marksman. The second pipeline (ped-500-16) was deployed in the same manner and the same problem was encountered. A third pipeline (ped-500-18) device was used and deployed successfully covering the dissection flap. Two days post pipeline treatment the pipeline did not have good wall apposition and a re-bleed was identified. The vessel was ultimately sacrificed. The patient is reported to be doing well. This patient was an emergent patient therefore was not on dapt (dual anti-platelet therapy) therapy prior to the procedure. The patient was noted to be spasming prior to pipeline treatment. The patient was bridged with integrellin and immediately post deployment started on dapt (dual anti-platelet therapy) in conjunction with integrellin drip. The patient also had moderate vessel tortuosity.